Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensor were inspected and a bicarbonate buffer test was performed. One of the two sensors failed for low readings and the other sensor passed per specification. No needle complaint could be confirmed as no needle was returned.

Event description:
It was reported that the sensor retracted and the customer experienced blood at site. The blood glucose reading was 219 mg/dl. The customer's mother stated that the insulin pump received a bad sensor alert after initialization. The transmitter was tested and passed the test plug procedure. Nothing further reported.